Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was then removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.